Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was using auto mode on their pump at the time of the incident. The customer was at 231 mg/dl at the time of the call. The customer was given food and intravenous glucose to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Per the customer's pump memory, the customer had a sharp drop in sensor glucose readings after taking a lunch bolus on (B)(6) 2018. The customer's settings were changed after the low incident. The insulin pump will not be returned for analysis.